Event description:
A pt, implanted with a construct from t3-l2, was returned to the or to extend the construct from l2 to the pelvis due to curvature of pt's spine. Post operatively, pt complained of pain and 'clicking' and x-ray taken showed the rods had slipped out of the pelvic and sacral screws. Pt was returned to the or for removal of pangea screws from pelvis, sacrum and l4. Surgeon replaced all the lower hardware with uss screws and short rods. This is 1 of 9 reports on the same incident.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation is ongoing, no conclusion can be drawn. A review of the mfg records for the reported lot number has been requested.